Event description:
It was reported to nova biomedical that a consumer received a result of 361 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin via the pump based on that reading. According to the consumer, approximately 10-15 minutes later, the consumer reported he experienced a hypoglycemic event requiring medical intervention. When the emt's arrived they tested the consumer using their blood glucose meter getting a result of 45 mg/dl and then tested him using the nova meter getting a result of 384 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of the call. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.